Event description:
Pt did not follow proper usage instructions provided in her package insert. Pt forced her vanceril inhaler mouthpiece cap onto mouthpiece section and supposedly ruptured the screen grid. Then the pt tried to inhale their vanceril medication thru co attached microspacer product, she inhaled part of the ruptured plastic screen's grid. No injuries were sustained. No proof of hosp records or the damaged device were available for evaluation.